Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump was not working and not giving him insulin it keeps saying no bolus delivered. The blood glucose was 275 mg/dl and now it was 121 mg/dl. The customer states he hate earlier and bloused but he did not think it worked because his blood glucose went high. Customer advised to monitor the insulin pump. The device is not expected to be returned for analysis.